Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation-lens was returned dry, with clear surgical residue/debris on product in the lens case/vial. Visual inspection found the haptic broken and deformed and the optic split. Only a portion of the lens was returned, a large piece was missing. (B)(4). Work order search: no similar complaints reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -16.0 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016, the lens was explanted due to elevated iop (without pupil block and angle closure). The surgeon stated that even though the vault value was normal after implant, the iop had a high value. After explant, iop returned to normal level. To date, the surgeon does not plan to exchange the lens. The surgeon stated that the patient may not be suitable for lens implantation.

Manufacturer narrative:
Corrected data: conclusion code:the surgeon stated that the patient might not have been a suitable candidate for the lens. Pre-operative intraocular pressure was very high (40 mmhg). (B)(4).